Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to power on. A review of the system logfiles found voltage error. Upon troubleshooting actions, the philips field service engineer (fse) went onsite and reset the system at the wall breaker. After repair, the system was returned to use in good working order.